Event description:
It was reported the device was explanted due to elective replacement indicator. It was replaced with a new device. It was also reported the right ventricular lead had high thresholds. Later review of the manufacturer's database revealed the patient died seven days later. Multiple attempts were made to obtain additional information from the center regarding the lead with high thresholds and the patient death. There is no allegation by a health care professional that the patient's death was device or lead related. The cause of death has been requested and not yet received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.